Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: improper component placement and occlusion of device or native vessel.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. During the procedure, an aortic extender component was deployed proximally of intended site and an accessory renal artery was unintentionally covered by the device. There was a limited flow observed into the accessory renal artery. No additional treatment was performed and the patient tolerated the procedure.